Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that during the unpacking of the product he realized that the packaging came empty, without any implant inside. The affected dental position is unknown. The doctor confirms in the per that the procedure was completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) empty packaging for a tsvtb11, (imp, tsv,3.7,11.5, mtx, mg) for evaluation. Visual evaluation identified the implant's ¿outer box¿ was returned, and the ¿outer vial¿s¿ tamper seal was broken. The contents of the ¿inner vial¿ were empty and its lid was broken off and not retuned. There was no product received. The conditions or the circumstances of the product when delivered to the customer are unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1253983. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253983 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect component quantity.¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling. Therefore, based on the available information, a packaging malfunction could not be verified. Without device receipt, the reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown.